Manufacturer narrative:
H6: the device was further evaluated by the authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. In addition, the asp confirmed that it was alarming due to low inspiratory pressure and displaying a ¿patient circuit disconnect¿ alarm. The device was then set aside by the asp to be repaired at a later date. Further testing by the asp revealed that the device issues had progressed, and that the device appeared to have no ventilation output (the issue had been reported via medwatch report number 3013095415-2023-00303). The device was then returned to ventec for evaluation. The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. During testing, ventec observed that the device¿s blower was not running (and therefore not ventilating), so it would not have been able to maintain peep or produce any vte. Ventec opened the device in order to perform a visual inspection and observed corrosion on a capacitor, designator c217x, which had also enveloped d214x which is a part of the blower circuit. Ventec replaced the control board to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was corrosion on a capacitor, designator c217x, of the control board.

Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set, and that its exhaled tidal volume (vte) levels and inspiratory pressure was also low. Additionally, the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.